Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. The account indicated the use of qualified associated products. The root cause for the reported complaint may be related to a failure to follow the IFU (instruction for use). The account indicated the lens was in the cartridge for five minutes or less. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol (intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The product has not been received to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery the lens stuck in delivery system/cartridge / lens would not advance/deploy/eject and haptic damaged or jammed in delivery system. No patient contact was reported. Additional information has been requested.